Event description:
Information received from the field does not address the patient's clinical status but notes the pacing rate is irratic. No magnet response, no telemetry and an irratic rate were observed.